Event description:
It was reported that oversensed noise was observed on the right ventricular (rv) lead. Pocket manipulation and isometric exercise were performed but were unsuccessful in reproducing the noise in the clinic. Pacing inhibition was also noted. No changes to the device settings were done. The rv lead will be monitored. The patient was stable prior to, during, and following the clinic check.